Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Persona tibia articular surface provisionals (tasp) were returned with the complaint for review. Visual inspection confirmed that the parts were fractured. One device was broken into two pieces. The other device had a fractured condyle and a broken post. The posterior surface is gouged and nicks can be seen. Scratches and nicks are present on the anterior surface. Both lots have been in the field for more than one year and 10 months. It is unknown how many times the devices were used. These devices are used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarification relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.